Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced urinary retention after altis procedure. Date of procedure: (B)(6) 2016; date of onset event: (B)(6) 2016. Description of the event: urinary retention (pvr=200 ml) after altis procedure. The patient had urinary drainage during 10 days. And 2 days after catheter removal, patient had urinary infection (investigator confirmed that the infection was related to drainage, not related to altis procedure) and took antibiotics during 7 days. Treatment: urinary drainage (foley catheter) during 10 days status of the event: resolved on (B)(6) 2016 (device still implanted). According the investigator, the event is related to the procedure.

Manufacturer narrative:
The device remains implanted. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the device. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4637331. The most likely root cause of the event cannot be determined at this time. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.